Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing from the dislodged right ventricular lead. Reprogramming was performed and the lead was later explanted and replaced. No further patient complications have been reported as a result of this event.